Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a temporary loss of dexcom g7 glucose data to the ilet, indicated by three lines and a lost connection message, after which glucose values resumed without further assistance and blood glucose was 157 mg/dl. Symptoms included no adverse clinical effects. Outcomes included no injury and no medical intervention or hospitalization. Investigation included customer support troubleshooting and education. Investigation of this case revealed a transient signal loss between the dexcom g7 and the ilet without device damage or malfunction and with subsequent restoration of data. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent communication disruption.